Manufacturer narrative:
Follow-up #1: date of submission 11/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2016 with the following findings: during testing, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No cs 215 alarms or other warnings occurred during testing. The transmitter performed within specifications. The original complaint of the ant icon appearing in place of cgm readings was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the ant icon appeared in place of cgm readings for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.